Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump displayed cgm error 42 while customer was using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, and after reset error did not return and customer successfully started new sensor session.